Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the first band did not deploy. The physician checked the device and it was found that the fifth band got stuck into the fourth band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator housing had all the bands attached to it, and some bands were moved out of their position, and one band overlapped. The suture hole was in good condition, and some ligator head teeth were damaged/bent, which are consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved, and one band overlapped. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to move the suture knots from their position in the ligation unit. This would result in more tension applied to the component leading to bend the teeth, and consequently, causing the inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on july 18, 2022. During the procedure, the first band did not deploy. The physician checked the device and it was found that the fifth band got stuck into the fourth band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.